Manufacturer narrative:
(B)(4) the device history review for product visistat 35w 6/box, lot number 73e1500518 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler got stuck. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) stapler of catalog number 528235 visistat 35w 6/box was received used, opened without original packaging; lot # was not confirmed with sample, stapler was received with remaining staples; however staples were observed separated, in addition, one formed staple was inside a bag; closed properly. During visual inspection the trigger component was pre-activated, one stuck staple in tip of the cartridge; root cause unknown. Stuck staple was removed manually from the tip of the cartridge, after functional inspection: stapler was fired several times; during the activation a total of 7 remaining staples were loaded, closed and released properly. No quality issues were found during the testing. Although; stuck in stapler was observed the root cause is considered unknown since sample was tested and failure mode reported by customer was not confirmed with remaining staples. Although; from the sample received it was observed the defect reported by the customer stuck in stapler during visual inspection, the root cause is considered unknown since a functional inspection was performed (according to the IFU product). A total of 7 remaining staples were released properly. A corrective action is not required at this time.

Event description:
Alleged event: the stapler got stuck. The patient's condition was reported as fine.